Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 345-400 mg/dl; cause was unknown. Customer attempted to self treat with a manual injection. Customer was treated with intravenous fluids of saline and insulin, medication zofran for nausea, phosphorus, juice, crackers to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.